Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4). Product ID: 977a175, serial/lot #: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non - malign ant pain. The patient reported that the doctor wanted to do a check like a month ago and they did an x-ray and said 2 of the leads were off compared to where they were. Patient was asked for clarification about this statement however patient did not provide.